Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A nurse reported that the system shut down and had to be restarted during surgery while the surgeon was in the mode "epinucleous". The surgery was completed with no pt harm.